Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During post-assessment transesophageal echocardiogram (tee), a clot was noted on the intra-atrial septum in the left atrium (la). The clot was attached at the trans-septal puncture (tsp) site but was highly mobile within the la. In comparing the post-procedural tee to pre- and intra-procedural imaging, the physicians agreed that the clot was not present prior or during the procedure. Additionally, there were no clots noted on or within the watchman access system (was) during removal of the was. The patient's activated clotting time was 296, and additional heparin was administered. Along with additional cardiology and neurology input, the decision was made to admit the patient to the intensive care unit (ICU) for observation and neurological examinations every hour. A neurologist was consulted to address any acute neurological changes. The patient was noted to be moving all extremities upon awaking from anesthesia.